Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 90% stenosis. Rotablation was performed and pre-dilatation with a 3.0x15 mm non-abbott balloon was performed and then the 3.25x18 mm xience skypoint stent delivery system (sds) was advanced without resistance to the lesion. The balloon ruptured during the first inflation to 10 atmospheres and failed to deploy the stent. The stent was still on the balloon so the entire sds was removed from the anatomy. More dilatation was performed with the 3.0x15 mm balloon and a 3.0x18 mm xience skypoint stent was deployed successfully. Post dilatation was performed with a 3.25x12 mm nc trek balloon to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported activation failure appears to be related to operational context of the procedure as the reported rupture likely caused the reported failure to deploy (activation failure). There is no indication of a product quality issue with respect to manufacture, design or labeling.